Manufacturer narrative:
Device received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display, due to corroded battery tube and corroded electronic assemblies. Device unable to verify pump error 35, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had broken force sensor error alarm. Customer¿s blood glucose level was unknown. Customer reported that the insulin pump was not exposed to the magnetic field. Customer was assist to clear the alarm. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.